Event description:
Device malfunction: none. Symptoms/ae: a small pseudoaneurysm requiring surgical intervention. Time of symptoms/ae: after vessel closure. It was reported that a trained physician attempted arteriotomy vessel closure after an unspecified procedure with a starclose device. The patient experienced a very small pseudoaneurysm requiring surgical intervention. The patient's target groin was very scarred. A cut down procedure was performed to repair the artery and close the scar tissue above the artery. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.